Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing came off from the stress member of a small volume infusor. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the device was manufactured from (B)(6), 2020 - (B)(6), 2020. . H10: the evaluation of the actual device was completed. A visual inspection performed using the naked eye found the tube set has completely detached from the solvent-bonded junction of the stressmember. Evidence of solvent was observed on the tubing set. The reported condition was verified. The cause of the condition was determined to be a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.